Event description:
The call was about the patient programmer. It was noted that the patient called a day prior to the report and spoke to a manufacturer representative. The representative was able to assist them with getting the recharger to charge. It was noted that the recharger was fully charged now. A problem with the patient programmer was reported. It was noted that the caller wasn't able to make adjustment both with or without antenna attached. It was noted that now that stimulation was recharged after clearing the por the stimulation was way too strong. It was noted that they tried to turn down stimulation with the programmer and it was not turning it down but it was showing poor communication. It was noted that the patient was able to turn off stim by use of the recharger which was reading the implantable neurostimulator (ins) fine. It was noted that there was an overstimulation sensation. It was noted that the patient had been in pain and that they were "getting zapped pretty good" by their device. It was noted that the patient couldn't shut their stimulation off.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).